Event description:
Information received on 1/21/08 indicates that a "faulty straight in kit." Additional information received on 1/30/08 indicates the inserter wouldn't release the screw.

Manufacturer narrative:
Screw sticks in shaft bit. Inserter performs within specifications. Screw performs within specifications.